Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties and tissue damage occurred. Mapping of the left ventricle was performed with an intellamap orion¿ mapping catheter. While withdrawing the catheter from the sheath for replacement with an ablation catheter, the physician felt a ¿small resistance.¿ once removed from the patient, a small white piece of tissue was visible, trapped within the splines of the un-deployed catheter. The physician thought the tissue could be a small piece of secondary papillary muscle. There were no hemodynamic consequences or patient complications; the patient was in good condition.